Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries, insulin pump gives random no delivery alarms, there was cracking on the threading on the reservoir opening, insulin pump clock was slow every now and then and insulin pump was louder and takes long when rewinding. Customer stated that the insulin pump battery life was down to a week to a week and a half, there were minor scratches on the screen and tubing and reservoirs did not always match up as they should. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.